Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer's mother was calling back with blank display after receiving new battery cap. Customer's mother stated the display was not blank less than 30 seconds and did not return. Customer's mother stated display was blank currently. Customer's mother remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer's mother stated the contacts on the battery cap were neither missing nor damaged. Customer's mother stated battery compartment was neither damaged nor corroded. Customer's mother stated the spring was neither damaged nor corroded. Customer's mother stated display return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.